Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "motor pump failure" which evaluation determined to be a system error 105 and was reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. The failed motor assembly. Bearings, gears were replaced.

Event description:
It was reported that a spectrum pump had motor pump failure which was clarified as system error 105 during evaluation. It was also reported there was no patient injury.